Manufacturer narrative:
Product analysis found that harness plugs were bent consistent with being pulled. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 27 ohms, red [w/white band] 31 ohms, blue 19 ohms, and blue [w/white band] 27 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. There was no out of specification condition that is likely related to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the nerve monitoring device for thyroid case did not respond even when nerves were stimulated. The procedure was completed with the reported product. There was no problem with impedance check and the issue was not resolved through repositioning or troubleshooting. There was no patient impact.

Manufacturer narrative:
H3: there was no fault found with the device related to the complaint. The harness plug became bent most likely because it was not seated fully inside the patient interface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.